Event description:
A medtronic rep reported a freeze in the landmarx software on a treon navigation system. The surtrak shaver instrument had green status and then froze during navigation in the middle of a case. The surgery was continued without navigation. There was no impact to the pt.

Manufacturer narrative:
Pt info was unavailable from the site. The site resolved the issue by upgrading to a new navigation system. No items were returned for investigation.